Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stated that the poor vision was present from (B)(6) 2021 post operation day 1, however the decision was not made to exchange the iol until (B)(6) 2021. The iol was exchanged for another same lens model with same diopter 6 months following the initial implant procedure. There was no patient harm.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. One other complaint for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced decreased vison and refractive surprise. The iol was exchanged in a secondary procedure. Additional information has been requested.